Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and gallbladder removal (surgery). Previously administered products included for contraception: mini-pill in 1980. Concomitant products included dorzolamide hydrochloride;timolol maleate (cosopt pf) since 2015, irbesartan since 2018 and triamterene since 2004. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), glaucoma ("vision/eye problems type: glaucoma") and abdominal pain ("sharp pain in abdomen") and was found to have uterine leiomyoma ("other injury(ies) or complication please describe: fibroids"), weight increased ("weight gain"), vitamin d decreased ("low vitamin d"), lymphocyte count decreased ("low lymphocytes") and blood iron decreased ("low iron"). The patient was treated with surgery (hysterectomy (partial)). Essure (ess205) was removed. At the time of the report, the pelvic pain, glaucoma, menorrhagia, vaginal haemorrhage, uterine leiomyoma, weight increased, abdominal pain, vitamin d decreased, lymphocyte count decreased and blood iron decreased outcome was unknown. The reporter considered abdominal pain, blood iron decreased, glaucoma, lymphocyte count decreased, menorrhagia, pelvic pain, uterine leiomyoma, vaginal haemorrhage, vitamin d decreased and weight increased to be related to essure (ess205). The reporter commented: current weight 243 lbs. Discrepancy regarding essure removal information, earlier removal was done now as per pfs essure removal test was not done-essure still implanted inside my fallopian tubes diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Imaging procedure - in 2004: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New events low vitamin d, low lymphocytes, low iron was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and gallbladder removal (surgery). Previously administered products included for contraception: mini-pill in 1980. Concomitant products included dorzolamide hydrochloride;timolol maleate (cosopt pf) since 2015, irbesartan since 2018 and triamterene since 2004. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), glaucoma ("vision/eye problems type: glaucoma"), abdominal pain ("sharp pain in abdomen") and arthralgia ("hip pain/joint pain ") and was found to have uterine leiomyoma ("other injury(ies) or complication please describe: fibroids"), weight increased ("weight gain"), vitamin d decreased ("low vitamin d"), lymphocyte count decreased ("low lymphocytes") and blood iron decreased ("low iron"). The patient was treated with surgery (hysterectomy (partial)). Essure (ess205) was removed. At the time of the report, the pelvic pain, glaucoma, menorrhagia, vaginal haemorrhage, uterine leiomyoma, weight increased, abdominal pain, vitamin d decreased, lymphocyte count decreased, blood iron decreased and arthralgia outcome was unknown. The reporter considered abdominal pain, arthralgia, blood iron decreased, glaucoma, lymphocyte count decreased, menorrhagia, pelvic pain, uterine leiomyoma, vaginal haemorrhage, vitamin d decreased and weight increased to be related to essure (ess205). The reporter commented: current weight 243 lbs. Discrepancy regarding essure removal information, earlier removal was done now as per pfs essure removal test was not done-essure still implanted inside my fallopian tubes diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Imaging procedure - in 2004: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events added: hip pain/join pain. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and glaucoma ('vision/eye problems type: glaucoma') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and gallbladder removal (surgery). Previously administered products included for contraception: mini-pill in 1980. Concomitant products included dorzolamide hydrochloride;timolol maleate (cosopt pf) since 2015, irbesartan since 2018 and triamterene since 2004. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), glaucoma (seriousness criterion medically significant) and abdominal pain ("sharp pain in abdomen") and was found to have uterine leiomyoma ("other injury(ies) or complication please describe: fibroids") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial)). Essure (ess205) was removed. At the time of the report, the pelvic pain, glaucoma, menorrhagia, vaginal haemorrhage, uterine leiomyoma, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, glaucoma, menorrhagia, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 243 lbs. Discrepancy regarding essure removal information, earlier removal was done now as per pfs essure removal test was not done-essure still implanted inside my fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Imaging procedure - in 2004: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: plaintiff fact sheet received- new event sharp pain in abdomen were added. Lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and glaucoma ('vision/eye problems type: glaucoma') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and gallbladder removal (surgery). Previously administered products included for contraception: mini-pill in 1980. Concomitant products included dorzolamide hydrochloride;timolol maleate (cosopt pf) since 2015, irbesartan since 2018 and triamterene since 2004. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), glaucoma (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have uterine leiomyoma ("other injury(ies) or complication please describe: fibroids") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial)). Essure (ess205) was removed. At the time of the report, the pelvic pain, glaucoma, menorrhagia, vaginal haemorrhage, uterine leiomyoma and weight increased outcome was unknown. The reporter considered glaucoma, menorrhagia, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2019: plaintiff fact sheet was received. Events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), pain, fibroids, glaucoma, weight gain. Reporter information, medical history, concomitant drug, historical drug were added. Event-injury was deleted device category changed from device other event to incident. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.